Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alert. Customer changed out the battery. Customer reported the buttons were not responsive when during bolus delivery. Customer's blood glucose was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.